Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection revealed the clamp isolation was cracked/crumbled in several areas. The design met specifications at the time of manufacture therefore this event has been determined to be invalid.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that the due date has run out. Please renew the isolation as the article is still in use.

Event description:
The synframe universal clamp cracked/crumbled in several places. This is report 1 of 1 for this event, complaint (B)(4).